Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number: 3006705815-2020-33425. It was reported during a replacement procedure on (B)(6) 2020 (manufacturer report number 3006705815-2020-32941 and 3006705815-2020-32942) the physician was unable to place the leads due to the patient¿s anatomy. Surgical intervention took place wherein the system was explanted.